Manufacturer narrative:
The product is unavailable for return. The datalogs are unavailable for evaluation. Final test verification specifications are acceptable per document number (B)(4). No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). Further investigation is underway.

Event description:
A user facility reported that a patient felt pain in their arm and upper back following a thermage face treatment. It is reported that the patient visited the emergency room a "few days later", and underwent testing which diagnosed the cardiomyopathy. Cryogen and coupling fluids were utilized during this treatment. The highest energy level used was 3.0, and the patient was not under any pain medication or anesthesia. The patient has recovered.

Manufacturer narrative:
Complaint data has shown no other occurrences of cardiomyopathy or heart related issues relating to thermage cpt. An independent medical review was performed regarding this case. A condition such as cardiomyopathy does not occur after two days, but over a period of time. Patient most likely suffered from asymptomatic cardiomyopathy prior to diagnosis. There is no link between thermage rf treatment and cardiomyopathy. Based on the available information and medical review, this isolated event was patient related. At present the risk assessment is not recommended for amendment for the inclusion of an additional hazard item attributed per this complaint. The investigation is closed.